Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the uncontrolled movement of the clip delivery system (cds and pericardial effusion. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with a grade of 4. Two clips (80124u136, 80307u123) were implanted, reducing the mr to 2. After the successful procedure, a pericardial effusion was noted. It was noted that during the procedure, after the second clip (80307u123) was deployed, there was uncontrolled movement with tip of the clip delivery system. Pericardiocentesis was performed and the patient was stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the difficulty positioning the clip delivery system (cds) and pericardial effusion in this incident could not be determined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.